Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was worn for 4 to 24 hours and the patient had blood glucose levels of 283 mg/dl.

Manufacturer narrative:
The device was received fully deployed. The downloaded data shows the device completed first and second priming sequences as well as a bolus delivery and operated until it was deactivated at pulse 160. No timeouts or drive stalls were observed in the device data. The needle mechanism, environmental seal, and bottom housing were inspected and no damages or abnormalities were observed that could contribute to a needle mechanism failure. The needle mechanism was reset to the not deployed position and deployed as intended through manual advancement of the ratchet gear. No damages or abnormalities were observed with the device that would result in a needle mechanism failure. Cracks were observed on the top and bottom housing of the returned device. However, the cracks did not affect the functionality of the device.